Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2007. About a year ago patient started feeling discomfort, pain, and difficulty moving. Patient was revised on (B)(6) 2019.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed.     Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review:  a review of the provided medical records by a clinical consultant stated the following comment: event date: (B)(6) 2019. Event description: patient called stating he had a left hip replacement done on (B)(6) 2007. About a year ago patient started feeling discomfort, pain, and difficulty moving. Patient was revised on (B)(6) 2019. Anatomic position: left hip. Implants involved: accolade 1320 size 3.5, v40 lfit cocr head 44mm/+0mm. Materials reviewed: (B)(6) 2019: stryker pi report (B)(6) 2019: surgical path report, atlantic health system. Revision left hip, synovium and gross hardware. Synovium rubbery gray-tan one aspect was black. Implants of tha stem, head, cup and liner. Event confirmation: the revision can be confirmed based on the pathology report. The events and symptoms leading to the revision cannot be confirmed without additional medical records. Root cause: a root cause cannot be determined without additional medical records. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   The following devices were also listed in this report: accolade tmzf hip stem; cat#6020-3535; lot#23455404.

Manufacturer narrative:
The following devices were also listed in this report: accolade tmzf hip stem; cat#unk_shc; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2007. About a year ago patient started feeling discomfort, pain, and difficulty moving. Patient was revised on (B)(6) 2019.